Manufacturer narrative:
Two devices were returned to olympus medical systems corp. (Omsc) for evaluation. Both of the lot numbers were the same(kr910700). This is the second one of two reports. The tissue pad in the grasping section was missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during a laparoscopic subtotal colectomy using the devices, the following event occurred. The first device had a malfunction. The device was changed to the second device but an unspecified error continued. Broken parts were retrieved from the patient laparoscopically. The intended procedure was completed using a similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On may 24, 2021, olympus medical systems corp. (Omsc) found that the tissue pad was missing.